Event description:
Pt with unresectable hcc and cirrhoisis received 120.12 gy of therasphere via right hepatic artery in 02. Total bilirubin values started to rise on and continued to elevate until pt's death in 03. Pt was started on prophylaxis prednisone 10mg/daily. A liver biopsy was inconclusive for radiation-induced hepatitis and prednisone was reduced to 5mg/daily. Per CT results the tumor in the right hepatic lobe demonstrated some decreased vascularity in areas, yet was increasing in size with interval extension of tumor to lateral segment of the left hepatic lobe. Pt died in liver failure. Despite signs of tumor progression, it is not possible to exclude treatment with therasphere as a cause of this event.